Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, component codes, health effect - impact codes), h10.

Event description:
It was reported that during use on patient, the cs300 intra-aortic balloon pump (iabp) optical sensor would not calibrate. The end user switched to a different unit without any issues. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp, but was unable to reproduce the reported issue. After troubleshooting the unit, no issue was found. The iabp unit passed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on patient, the cs300 intra-aortic balloon pump (iabp) optical sensor would not calibrate. The end user switched to a different unit without any issues. No patient harm, serious injury or adverse event was reported.